Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it was discovered through an x-ray that this patient developed pericardial tamponade caused by an effusion. A perforation was suspected but could not be confirmed on either the x-ray or through an echocardiogram. The physician found that there was only 7 milliliters of blood in the pericardial sac and it was not necessary to perform additional interventions. This rv lead was extracted and successfully replaced. It had been noted that the patient's blood pressure had decreased a little during the procedure, but it recovered. The patient was stable after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a trace of tissue at the base of the helix. Microscopic inspections of the helix found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.